Event description:
Caller states a lancet was protruding from the multiclix drum. Caller states he was stuck 3 times with the protruding lancet. No medical treatment was required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.